Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed broken electrode wires near the electrode ground ring prior to receipt. In addition, silicone damage was observed on the bottom cover which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken wires near the electrode ground ring. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis of the electrode confirmed all wires exhibited tensile break damage near the electrode ground ring. The photographic inspection and the scanning electron microscopy analysis revealed broken electrode wires near the electrode ground ring. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failures modes of this type. This is the final report.

Manufacturer narrative:
The external visual inspection revealed broken electrode wires near the electrode ground ring prior to receipt. In addition, silicone damage was observed on the bottom cover which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires near the electrode ground ring. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.

Event description:
The recipient is reportedly experiencing open electrodes. Revision surgery is scheduled.